Event description:
On (B)(6) 2008, the pt was implanted with a scs system. On (B)(6) 2010, the pt fell and lost stimulation. The pt can no longer communicate with the ipg or charger. The sales rep met with the pt and tried another programmer and charger and was unable to establish communication. An x-ray was taken and did not reveal any anomalies; the ipg appeared to be intact. On (B)(6) 2010, ans was informed that the pt is scheduled for a revision on (B)(6) 2010.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.